Event description:
It was reported patient had a revision of right hip due to dislocation. Doctor removed liner and head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.